Event description:
It was reported that during procedure to treat right coronary artery (rca), a diamondback 360 coronary orbital atherectomy device was used and rca was wired with viperwire guidewire. Multiple treatments were performed and perforation was observed. The vessel was ballooned and two drug eluting stents were implanted to treat the perforation. A non-abbott ventricular assist device (vad) was inserted. The patient was stable and extubated on (B)(6) 2025. In the opinion of the physician, the oad contributed to perforation in the patient.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, unexpected medical intervention, and hospitalization appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels, unexpected medical intervention, and hospitalization are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.